Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that droplets were seen in the bd luer lok¿ syringe barrel during use, and pulling back the plunger collected them, making them no longer visible. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer is seeing condensation or droplets in the barrel of the syringe. As the plunger is pulled back, it collects the droplets and they¿re no longer visible in the barrel. Per the clinician it feels like a lubricant for the plunger."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that droplets were seen in the bd luer lok¿ syringe barrel during use, and pulling back the plunger collected them, making them no longer visible. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer is seeing condensation or droplets in the barrel of the syringe. As the plunger is pulled back, it collects the droplets and they¿re no longer visible in the barrel. Per the clinician it feels like a lubricant for the plunger."

Manufacturer narrative:
Correction: the awareness date has been corrected, and additional information was provided by the customer. The following fields have been updated: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. B.3. Date of event: (B)(6) 2020. B.5. Describe event or problem: it was reported that droplets were seen in the bd luer lok¿ syringe barrel during use, and pulling back the plunger collected them, making them no longer visible. Lot#'s 9072979 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer is seeing condensation or droplets in the barrel of the syringe. As the plunger is pulled back, it collects the droplets and they¿re no longer visible in the barrel. Per the clinician it feels like a lubricant for the plunger." There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9072979. D.4. Medical device expiration date: 2024-03-31. H.4. Device manufacture date: 2019-05-08. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. G.4. Date received by manufacturer: 2020-02-20.

Event description:
It was reported that droplets were seen in the bd luer lok¿ syringe barrel during use, and pulling back the plunger collected them, making them no longer visible. Lot#'s 9072979 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer is seeing condensation or droplets in the barrel of the syringe. As the plunger is pulled back, it collects the droplets and they¿re no longer visible in the barrel. Per the clinician it feels like a lubricant for the plunger."